Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result from their coaguchek inrange compared to an unspecified laboratory method. The meter serial number was requested but was not provided. The result from the meter was 7.7 inr. The result from the laboratory was 3.8 inr. The customer's therapeutic range was 3 - 4 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.